Event description:
Discrepant architect c8000 results. An initial low sodium result of 116 meq/l retested normal at 136 meq/l. The initial result was not reported out of the laboratory. The retest result was verified against pt dianosis/clinical picture and then reported out of the lab. There was no impact to pt management.